Event description:
The customer reports shortness of breath 4-5 months after use of the soclean. The customer saw the md and had a chest x-ray, EKG, and pft done - all with insignificant findings. In addition the customer was recommended by her md to use the soclean device initially. When asked if the md thought it was related to the soclean, there was no validation of such cause. The customer was prescribed prednisone to treat her symptoms.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.